Event description:
Us complainant reported the patient was on impella cp support. While on support, the flows went down suddenly and suction alarms were present. Echocardiography imaging by the staff said the position was adequate and filling pressures were within normal limits. Partial thromboplastin time (ptt) was therapeutic for last several days with last ptt 79.1 (60-80). There was a suspected clot in the cannula. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed after pump started and run for about 114 hours without issue, motor current (mc) spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of low flow was biomaterial ingestion.